Event description:
It was reported that the patient presented in clinic for follow up after implant procedure. Upon review, the right ventricular (rv) lead exhibited intermittent pacing. An rv lead cardiac perforation was confirmed via x-ray imaging. The lead was explanted and replaced. The patient was recovering.